Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined.  It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that loose power connectors (port 1 and 2) were found during smr upgrade. The controller was replaced. The patient tolerated the exchange without any issues.

Manufacturer narrative:
The reported loose components for the returned controller, (B)(4), were confirmed during evaluation of the device. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to loose connectors at power port 1, 2 and the serial port of the controller. Internal inspection of the controller showed that the washer on the power port 2 connector was lose. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The manufacturer has opened an internal investigation to evaluate the loose connectors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.